Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation and no x-ray or other images of the reported device were provided. Therefore, visual evaluation could not be performed. No device lot number was provided so a device history record review could not be performed. A year-long complaint history review was performed by catalog number and no similar complaints were identified. Complainant reported that the abutment screw fractured. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw fractured in site 9.